Manufacturer narrative:
Device evaluation summary: visual inspection shows the spring is broken off the returned connector. The complaint device was attached to a mating connector. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test the connector came apart and a leak was observed. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a custom tubing pack a leak occurred at the quick connect on the av loop. The quick connector that normally has a spring in it did not have a spring this time so it was leaking around the sides. After priming the circuit and handing lines off to the surgeon it was observed that the spring in the quick connect for the av loop was not there and crystalloid was leaking around it. There was no patient blood loss as a result of this leak. An unplanned blood transfusion was not required as a result of the leak. The same leak did not appear in multiple packs. The device was used to complete the case. There was no adverse patient effect associated with this event.